Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Currently, the aneurysm measures 60 mm in diameter. It was reported that on the post operative angioscan, an endoleak was observed. The physician implanted another manufacturer¿s stent graft resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (unknown cause of event); evaluation, conclusion: (unknown cause of event), known inherent risk of a procedure (endoleak).

Event description:
Additional information was received. It was reported that the type I endoleak previously observed was determined to be a type IV endoleak.